Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump declined battery life, act button was harder and had no delivery alarms during priming. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
No button error alarm was noted during testing. The pump had unresponsive buttons due to a flattened dome switch on the act button. No unlocked lcd keypad connector was noted. We were unable to perform the operating currents, a21 error, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery, displacement and self tests or verify the low battery, no delivery alarms due to the unresponsive button. The pump had minor scratches on the lcd window, broken battery tube threads, a cracked reservoir tube lip, and a cracked case at the display window corners. The test reservoir locked in place properly and no anomaly was noted.